Event description:
It was reported that during percutaneous transluminal coronary angioplasty/stent procedure, upon inflation of the stent delivery system in the left main coronary artery, a portion of the delivery system proximal to the stent filled with contrast. The proximal portion had deflation difficulties and the patient was sent for surgery. No other information was provided. Reportedly, the patient has been discharged to home. The instructions for use states that the safety and effectiveness has not been estableshed for the use of this device in the left main coronary artery.